Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of below 30 mg/dl at the time of the incident. The customer believes the low was their fault as they did not check their blood glucose before delivering insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was also having sensor glucose versus blood glucose differences and transmitter issues. The insulin pump will not be returned for analysis.